Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient suffered subtrochanteric fracture of the right femur after a fall at home on (B)(6) 2013. Patient had an open reduction internal fixation (orif) with dynamic compression screw/plate system (dcs) on (B)(6) 2013. Physiotherapy completed at home, toe touch and weight bearing with walker for 14 weeks: full weight bearing started later with stick support for 6 weeks. Patient complained of pain & crepitus and an x-ray taken showed a broken plate. On (B)(6) 2013, the plate was removed and re-osteosynthesis was completed with locking plate and bone graft. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Hrs: additional code. Lot number cannot be verified as a synthes lot number. Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.